Event description:
The facility contacted baxter (B)(4) to report a clearlink y-type blood/solution set with standard blood filter 170-260 micron filter, male luer lock adapter 10 dpn on which "both [of] the rollerclamps were missing". The customer noticed the malfunction before use. There was no patient involvement, no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A labeling review was performed and the labeling was found to be accurate and sufficient. The sample was not returned to baxter for evaluation. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.